Event description:
A baxter service technician reported finding a colleague infusion pump with an intermittent "stop" key on the channel a pump head module keypad. This event occurred during product evaluation. There was no pt injury or medical intervention necessary. This device utilizes user interface module master software (B) (4) that is categorized as " unremediated." No additional information is available.

Manufacturer narrative:
(B) (4). Evaluation summary: the condition of a "stop button that works intermittently on channel a" was found and confirmed during product evaluation. The assignable cause was determined to be a defective pump head module keypad (phm) on channel a. To correct the condition found during service, the phm keypad on channel a was replaced. The device was tested, per procedure and returned within specification. This issue is currently being investigation under CAPA-(B) (4).